Event description:
Hill-rom rec'd a report from a hill-rom technician stating the bed exit alarm not activating. The bed was located at the account on the 2nd floor hallway. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed was not zeroed out prior to placing patient. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the scale to resolve the issue. Based on this info, no further action is required. See scanned page.